Event description:
In this event it has been reported that waveone gold primary 6-file ster 25mm tip broken off during preparation, follow-up treatment is necessary because the broken tip is stuck too deep in the root canal. For this reason, the dentist will have to pull this root in a follow-up treatment. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Two waveone gold primary files 25mm were returned in loose (uncertain batch #1703321 or batch #1710970). We also received two unused waveone gold primary files 25mm, still factory sealed inside their blisters batch #1710970. One of the files in loose is broken at the tip of the active part (mixed conditions torque + fatigue), second file is broken in the active part (fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during dhrs review (batches #1703321 and #1710970). Unused files batch #1710970 were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.